Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found.

Event description:
It was reported that during the implant procedure the device failed to deliver therapy during intraoperative testing after shock induction. Device detected vf, but delivered no shock for defib. The device was not implanted. No patient complications have been reported as a result of this event.